Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer also reported that she experienced low blood glucose. The customer mentioned that the insulin pump had a dent on the keypad. The customer's blood glucose was 43 mg/dl at the time of incident. The customer's blood glucose was 265 mg/dl at the time of call. The customer's blood glucose was 270 mg/dl at the end of call. The customer treated her low blood glucose with juice. The customer stated that she had a blood glucose of 800 mg/dl due to her body was rejecting insulin and had a flu. The customer stated that she tried treating her high blood glucose with manual injections but it had no effect. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Unit had minor scratched display window, cracked case near display window corners, cracked reservoir tube lip. Unit was monitor and no unexpected audio/beep anomaly noted.